Event description:
The m.d. Reported a questionable attenuation correction image appeared normal, however, the pt's cardiac catheterization study was abnormal in the territory of the right coronary artery.